Event description:
It was reported that the device was used during an unknown procedure, an error was displayed. Another device was used to complete the case. No patient consequences.

Manufacturer narrative:
Evaluation summary: the device was returned with a loose mount. The device was tested with a generator an an error code 3 was found. The instrument was disassembled, moisture and a collapsed isolator were found in the instrument.